Manufacturer narrative:
Concomitant medical products: 37603 dbs ipg, implanted on (B)(6) 2018. 37603 dbs ipg, implanted on (B)(6) 2018. 3387s-40 dbs lead, implanted on (B)(6) 2012. 3387s-40 dbs lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing of atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.